Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During the implant procedure, a failure to capture was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient is stable.